Manufacturer narrative:
Results: the coil winds inside the lantern was damaged at approximately 8.0 cm from the hub. Conclusions: evaluation of the returned pc400 revealed that the pusher assembly was fractured, and the embolization coil was detached. If the device is forcefully advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked device may result in a fracture. The embolization coil was reported to have been detached during the procedure. The proximal fractured portion of the pusher assembly and the embolization coil were not returned for evaluation. Evaluation of the returned lantern revealed damaged coil winds inside the catheter. These damaged coil winds likely contributed to the reported resistance experienced during advancement of the pc400s through the catheter. During the functional testing, a test mandrel was unable to advance through the damaged location of the catheter. The root cause of the damaged coil winds could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the damaged coil winds. This report is associated with MFR report number: 3005168196-2019-01728.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-0172.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400s (pc400) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed four pc400¿s in the superior gluteal artery using a lantern. It was also reported that the physician managed to advance the four pc400¿s against resistance in the lantern. While attempting to advance a new pc400 as the fifth coil, the physician experienced strong resistance at the end of the microcatheter and decided to detach the coil. The physician then attempted to push out the pc400 using a non-penumbra guidewire and flushing the microcatheter, however, was unsuccessful. Therefore, the lantern was removed with the pc400 inside. The procedure was completed using new pc400¿s and a new lantern. There was no report of an adverse effect to the patient.